Manufacturer narrative:
The physician reported that the symptoms resolved in approx 9/1997.

Event description:
A pt received her first treatment on 3/26/97 into the vertical lines above the lip and the corners of the mouth. The pt called on 4/3/97 with complaint of symptoms of hardness at the injection sites above the upper lip. She said that initially there was puffiness at the injection sites which the physician believed was swelling was resolved spontaneously, exact date unknown. Once the swelling resolved, it was replaced with lumps at only the sites above the upper lip. When she smiled, the lumps were noticeable. When she was not smiling, the wrinkles were replaced with bulges accentuating the wrinkles. The physician instructed the pt to massage the areas gently; he believed she may have developed a hypersensitivity. 4/15/97, she was seen with persistent lumps at the upper lip treatment sites, and was asymptomatic at the corners of the mouth. The lumps intermittently flare and the intervals between flares are becoming longer. The pt reported worsening symptoms when she massaged the areas. The physician prescribed motrin 800 mg three times per day and temovate emollient cream twice a day.